Event description:
During a right hemicolectomy procedure, the surgeon was testing pneumoperitoneum with ld1115 inserted in a 7cm incision. Could not maintain pneumoperitoneum, so wet lap sponge was wrapped around device. Pneumo still not maintained so device removed and convert to open procedure. One device returning.